Manufacturer narrative:
(B)(4)

Event description:
An article titled "vns lead removal or replacement surgical technique, institutional experience and literature overview" as published on 09/03/2015 which included adverse events involving 7 vns patients. One patient presented left vocal cord paralysis after a lead replacement. Two patients presented increased seizures and underwent vns replacement. Two patients suffered small laceration of the internal jugular vein which was repaired with a suture and which occurred during lead explant surgery due to lack of efficacy without replacement of the lead. Two patients presented lead fractures, lack of efficacy and paresthesia and they underwent explant. The manufacturer report # 1644487-2015-05981 involves the patient who underwent lead replacement, then presented left vocal cord paralysis which at 3 months follow-up the patient merely experienced stimulation induced dysphonia, while during the stimulation free interval his voice was normal. The manufacturer report # 1644487-2015-05982 involves the first patient who presented lead fracture, lack of efficacy and paresthesia. The manufacturer report # 1644487-2015-05983 involves the second patient who presented lead fracture, lack of efficacy and paresthesia. The manufacturer report # 1644487-2015-05984 involves the first patient who presented increased seizures and underwent replacement. The manufacturer report # 1644487-2015-05985 involves the second patient who presented increased seizures and underwent replacement. The manufacturer report # 1644487-2015-05986 involves the first patient who suffered small laceration of the internal jugular vein. The manufacturer report # 1644487-2015-05987 involves the second patient who suffered small laceration of the internal jugular vein.

Event description:
An article titled "vns lead removal or replacement surgical technique, institutional experience and literature overview" was published on (B)(6) 2015 which included adverse events involving 7 vns patients. One patient presented vocal cord paralysis and underwent lead replacement. Two patients presented increased seizures and underwent vns replacement. Two patients suffered small laceration of the internal jugular vein which was repaired with a suture and which occurred during lead explant surgery due to lack of efficacy without replacement of the lead. Two patients presented lead fractures, lack of efficacy and paresthesia and they underwent explant. The manufacturer report # 1644487-2015-05981 involves the patient who presented vocal cord paralysis. The manufacturer report # 1644487-2015-05982 involves the first patient who presented lead fracture, lack of efficacy and paresthesia. The manufacturer report # 1644487-2015-05983 involves the second patient who presented lead fracture, lack of efficacy and paresthesia. The manufacturer report # 1644487-2015-05984 involves the first patient who presented increased seizures and underwent replacement. The manufacturer report # 1644487-2015-05985 involves the second patient who presented increased seizures and underwent replacement. The manufacturer report # 1644487-2015-05986 involves the first patient who suffered small laceration of the internal jugular vein. The manufacturer report # 1644487-2015-05987 involves the second patient who suffered small laceration of the internal jugular vein.

Manufacturer narrative:
Adverse event or product problem; corrected data: the previously submitted MDR inadvertently provided the wrong adverse event or product problem for the event. Type of reportable event; corrected data: the previously submitted MDR inadvertently provided the wrong type of reportable event for the event.